Manufacturer narrative:
Product complaint # (B)(4). Synthes rep. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection after the decontamination process on an unknown date, one (1) t8 screwdriver shaft and (1) t8 screwdriver appeared to be stripped and they will also not hold the unknown t8 screws. There was no patient involvement. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This complaint involves two (2) devices. This report is for one (1) stardrive screwdriver t8. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.110.007; synthes lot: ft00426; supplier lot: n/a; release to warehouse date: april 11, 2017; expiration date: n/a; supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the stardrive screwdriver t8 was received at us customer quality (cq). Visual inspection of the complaint device showed the driving threads were twisted and rounded. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the driving threads are twisted and rounded. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.